Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to methicillin-resistant staphylococcus aureus (mrsa) infection. The physician opted to place a temporary pacing system. There were no additional adverse patient effects reported. This crt-d was explanted.